Manufacturer narrative:
Investigation conclusion: the reported complaint of the pcu keypad failing was not confirmed while testing the keypad keys during the investigation. Log analysis results showed no issues or errors associated to a keypad failure with the returned device. Keypad tests consisting of a functional test, keypad test and continuity testing showed each keypad key operating as intended. The pcu was not being used for treatment. Device inspection: an external and internal inspection of the customer¿s pcu observed the unit in over all good condition. The following information was noted on the keypad flex cable: front case with keypad p/n tc10013664 rev 1 (printec). Lot # 069067. Manufacturer date was noted jan 2020. No contamination, fluid ingress or obvious issues were identified with the source device during the internal inspection. Root cause analysis: the root cause of the customer¿s experience with the keypad failing was not determined. The pcu keypad was operating as intended. Device history review: review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 16may2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 19oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a pcu would not turn on. It was noted that this was an out of box failure. There was no patient involvement.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a pcu would not turn on. It was noted that this was an out of box failure. There was no patient involvement.